Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the patient received a result of 90 mg/dl on the aviva system and she was having chest pains. The patient thought it was indigestion. The patient's mother took her to the hospital based on the symptoms. The result at the hospital was 503 mg/dl. This result was taken 30 minutes after the 90 mg/dl result on the patient's meter. The patient was treated with insulin via IV. The patient was not admitted into the hospital and stayed there for 5 hours. The result on the hospital meter was 181 mg/dl when the patient was released. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.